Event description:
The complainant reported a port leak. The patient went home and tried to connect the feeding tube; however, the plug failed to stop liquid from coming out.

Manufacturer narrative:
As reported, the device was discarded.